Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. Customer's blood glucose was 180 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had no response in the act or escape button due to a flattened dome switch. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and a scratched reservoir tube window.